Manufacturer narrative:
H.6. Investigation summary: customer returned (2) 1/2cc, 6mm, 31g bd safetyglide insulin syringes in open blister packs from lot # 8325563. Customer states that when they pulled the needle out, the safety mechanism stayed in the cap. Both returned syringes were tested and both exhibited the hub-needle-safety mechanism/shield assembly separated from the barrel when the shield was removed. A review of the device history record was completed for batch# 8325563. All inspections were performed per the applicable operations qc specifications. There was one (1) notification [200794535] noted for pushrod/adapter not snap. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. As per investigation completed by manufacturing, "on 10jul2019, holdrege received (2) 1/2cc, 6mm, 31ga bd safety glide insulin syringe in an open blister pack from lot # 8325563. The samples were decontaminated per hstr-17 and hqa-68 prior to being evaluated. Visual inspection of the syringes found the safety mechanism (shield/pushrod/adapter) detached from the syringe. We would confirm from the returned sample the barrel tip and the needle assembly core were damaged thus not allowing the safety mechanism to attach to the syringe. The automatic syringe assembly machine assembles the barrel, stopper, plunger and needle assembly components into a syringe. The machine consists of several syringe assembly dials, inspection and transfer dials. This type of detachment can occur when the needle assembly transfer rail that feeds onto the barrel dial is misaligned causing the barrel tip and or the needle assembly to get damaged. Misalignment can occur due to component jams. A mis-assembled shield detection system (camera) is in place to detect missing or raised shield and will automatically reject the syringe. The camera detection is challenged each production shift. There are no l2l dispatches, logbook entries or notifications for safety mechanism separating from the time that this batch was produced. Root cause for this defect cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. Production ran from jan 17th ¿ 28th 2019 notification 200794535 syringe carrier came loose causing the adapter and pushrod to not snap together (25 jan 2019) corrective action: tighten the bolt"

Event description:
It was reported that an unspecified number of syringe 0.5ml 31g tw 6mm bls 400 sg experienced product damage with the device still considered operable. The product defect was noted prior to use. The following information was provided by the initial reporter: material no. 328447 batch no. 8325563g and 8325563. One of the units brought these to me. When they pulled the needle out, the safety mechanism stayed in the cap.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe 0.5ml 31g tw 6mm bls 400 sg experienced product damage with the device still considered operable. The product defect was noted prior to use. The following information was provided by the initial reporter: material no. 328447 batch no. 8325563g and 8325563. One of the units brought these to me. When they pulled the needle out, the safety mechanism stayed in the cap.